Event description:
It is reported that during surgery in (B) (6) 2009, the tm humeral stem briefly sat proud and stuck in the patient's humerus today. It is unknown if surgery was delayed.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, and the amount of bone removed, the remaining bone may allow the implant to seat with varying impact forces in some cases. However, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.